Manufacturer narrative:
On february 23, 2007, a retrospective audit of complaint files was conducted for complaints associated with leaking cassettes, where the device was being used for the administration of non-chemotherapy drugs.

Event description:
The distributor reported a leaking cassette. The therapy was pain management. There were no reports of any adverse patient event associated with this malfunction.